Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead low impedance alert for the his bundle lead. The his bundle lead remains in use. No patient complications have been reported as a result of this event.